Event description:
On (B)(6), 2010, advanced infusion, inc. Rec'd notice of a lawsuit alleging that the pt was diagnosed with a "debilitating condition" approx eight yrs after an advanced infusion infusion pump was utilized in the pt's shoulder joint subsequent to arthroscopic surgery.